Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of elective abortion (1, surgical), multi gravida (3) and intervertebral disc herniation surgery. As concurrent condition the report mentioned parity 2. In 2011, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), back pain ("lumbar pain"), arthralgia ("joint pain"), dizziness ("dizziness"), tinnitus ("tinnitus") and headache ("headaches"). The patient was treated with surgery (essure removal by laparoscopic surgery - bilateral cornuectomy). At the time of the report, all of the events were resolving. Essure was removed on (B)(6) 2023. The reporter considered arthralgia, asthenia, back pain, dizziness, headache, pelvic pain and tinnitus to be related to essure administration. The reporter commented: exact essure insertion date was unknown, inserted in 2011 and removed on (B)(6) 2023. Essure device removal questionnaire: essure devices were retained and sent to the medical device vigilance department for reporting. Essure removal was performed at the patient¿s request due to the onset of symptoms. Mild or moderate improvement. Reporter consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.967 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of termination of pregnancy (1, surgical), multi gravida (3) and intervertebral disc herniation surgery. As concurrent condition the report mentioned parity 2. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), back pain ("lumbar pain"), arthralgia ("joint pain"), dizziness ("dizziness"), tinnitus ("tinnitus") and headache ("headaches"). The patient was treated with surgery (essure removal by laparoscopic surgery - bilateral cornuectomy). At the time of the report, all of the events were resolving. The reporter considered arthralgia, asthenia, back pain, dizziness, headache, pelvic pain and tinnitus to be related to essure administration. The reporter commented: exact essure insertion date was unknown, inserted in 2011 and removed on (B)(6) 2023. Essure device removal questionnaire: essure devices were retained and sent to the medical device vigilance department for reporting. Essure removal was performed at the patient¿s request due to the onset of symptoms. Mild or moderate improvement. Reporter consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.967 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of termination of pregnancy (1, surgical), multi gravida (3) and intervertebral disc herniation surgery. As concurrent condition the report mentioned parity 2. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), back pain ("lumbar pain"), arthralgia ("joint pain"), dizziness ("dizziness"), tinnitus ("tinnitus") and headache ("headaches"). The patient was treated with surgery (essure removal by laparoscopic surgery - bilateral cornuectomy). At the time of the report, all of the events were resolving. The reporter considered arthralgia, asthenia, back pain, dizziness, headache, pelvic pain and tinnitus to be related to essure administration. The reporter commented: exact essure insertion date was unknown, inserted in 2011 and removed on (B)(6) 2023. Essure device removal questionnaire: essure devices were retained and sent to the medical device vigilance department for reporting. Essure removal was performed at the patient¿s request due to the onset of symptoms. Mild or moderate improvement. Reporter consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.967 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.